Manufacturer narrative:
The investigation has been completed. Logs revealed that on each of the most recent subsequent boots of the console, there was an instance of a controller failure triggered by identified corruption of the endpoint manager (epm) firmware. These controller failures preceded the emergence of the system self-check failure. The console was returned to field service. The reported complaint was reproduced. The console issued a system self-check failure upon booting up. The firmware of the epm on the impellatronic principal component analysis was extracted and compared to the original firmware. Corruption of the epm firmware was confirmed. The corruption caused the 4-in-1 to be unable to communication with the epm, which triggered the system self-check failure upon booting. Before returning the console to the customer, field service was instructed to reprogram the correct firmware, as well as confirm that all other systems in the console contain the correct firmware, making updates as necessary. Field service was also instructed to perform a full functional check on the console.

Event description:
The complainant reported that the automated impella controller (aic) failed a self-test. The aic will be returned for evaluation. No patient involvement.